Event description:
(B)(4). I had a full hysterectomy leaving only my ovaries; I'm (B)(6). I had blisters from allergies to nickel 3 tubal pregnancies an horrible bleeding hair loss, weight gain, migraines cysts. When they removed my uterus, they found a coil in the wall of it and the other was almost out of the tube.